Event description:
Console alarmed three times for helium loss. Blood noticed in tubing (having the appearance of powdered rust). Physician notified. A resident arrived one hour later and could not remove the balloon. The cardiologist arrived 20 minutes afterwards, and could not retrieve the balloon. The pt was taken to the operating room for surgical removal of the entrapped balloon (which was removed 3 1/2 hours after the blood was discovered in the tubing and the console turned off). The pt required a femoral endarterectomy and vein patch.